Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. The customer's blood glucose level read "high"; a specific value was not provided. The customer changed the cartridge to resolve the occlusion and elevated blood glucose. Reportedly the customer was reusing insulin, tandem technical support educated the customer this is considered off label insulin use per the tandem user guide.